Event description:
It was reported that during generator replacement for end of service high impedance was observed. It was reported that two lead breaks were identified in the lead in two places. Device diagnostics the day prior were within normal limits (2288 ohms). The lead was also replaced. It was reported that no surgical error occurred that may have caused the lead breaks. The explanted lead and generator were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(6) 2014. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(6) 2014. Abraded openings were noted on the outer silicone tubing. Two single setscrew indentations were noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. Based in the location of a complete set of setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. The lead connector was inserted in a representative pulse generator header and in a pulse generator returned with the lead with no anomalies identified that could prevent proper insertion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.